Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the customer had flown on a plane, multiple intermittent altitude alarms occurred. The customer's blood glucose level was 330 mg/dl. During troubleshooting with tandem technical support, customer was ultimately able to clear the alarm and resume insulin therapy. The customer will continue to use the pump for insulin therapy, and also confirmed that manual injections are available.